Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of needle free connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24026427 was performed. The search showed that a total of 6,003 units in 1 lot number was built on 27feb2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd smartsite vial access device was separated the following information was received by the initial reporter with the following verbatim it was reported by customer that syringe-vial and adaptor system pressure irregularity. Description: consumer called to report issues with the vial adaptor for winrevair when preparing the product for administration. Caller states when attaching the adaptor to the vial there was extreme resistance, and the sterile water would not inject into the vial. After multiple attempts with no success, the caller stated she then used a needle to add the sterile diluent, which was successful but then noticed from this process that there were particles that appeared to be the rubber stopper from the vial suspended in the liquid. Caller stated after noticing these particulates, they did not attempt to draw up the medication into a syringe and they did not administer the medication. No damages, cracks, or breaks noticed on the product or packaging. Caller stated they will send pictures of the product and product is able to be obtained. (Photo only showing cored stopper particles) c) difficult or unable to insert the vial adaptor into the vial? No. D) difficult or unable to attach the sterile water syringe to the vial adaptor? No. E) one of more of the items broke, cracked, or became damaged during use? No. F) difficult or unable inject sterile water into the vial? Yes. I) if yes, provide a brief description of your experience. Extreme resistance when trying to inject sterile water.